Event description:
A flipped pump was reported. Per reporter patient was last seen on (B)(6) 2013 and the pump was updated, until yesterday (B)(6) 2014 when the refill occurred they indicated that the pump was flipped. It was repositioned back in place so it could be refilled with 20ml of drug. Additionally a volume discrepancy was noted, the expected reservoir volume (erv) was 4.7ml while the actual reservoir volume (arv) was 10-15ml. It was stated that the patient was in another hospital over the holidays where they had taken an x-ray and the catheter was stated to be "in order". Event logs were accessed and reviewed, and confirmed as normal. Patient had denied withdrawal symptoms, ¿but had lots of drug effect¿. Patient also denied having pain control. Reporter mentioned a surgical binder around the pump site area to keep the pump in place but reviewed that it may have to be surgically re-sutured to stabilize it and that also the catheter may need to be revised because it may have been damaged when the pump flipped. Drug in the pump was dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).